Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7080829.

Event description:
It was reported that despite reprogramming attempt, the patient experienced loss and inadequate stimulation as a result of lead migration that was confirmed via x-ray. Itchiness and bump on the backside of the midline incision that protruded posteriorly were noted. There was no skin breakage. The leads were revised and remain implanted in the patient. Surgery went well with no issues and patient was doing well in recovery.